Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display screen on the insulin pump. Customer's blood glucose level was 70 mg/dl. Customer advised they replaced the battery the night before and the display screen is blank. Customer advised they used a friend's battery cap and replaced the battery several times. Troubleshooting for the blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.